Event description:
Additional information received that the product status update field was set prior to the last MDR report submitted and due to system interface timing the implant date of (B)(6) 2012, was missing from the 3500a batch initial report. Supplemental correction report will be submitted with this corrected information.

Event description:
Boston scientific received information that during a routine follow-up it was noted that the left ventricular (lv) lead' s threshold was 4.5 v and it was observed the lead was dislodged. A repositioning procedure was performed successfully and the new threshold obtained was 1v. No additional adverse patient effects were reported.

Manufacturer narrative:
To date, this left ventricular (lv) lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.